Event description:
The customer reported a pads/ECG equipment malfunction. There was no reported pt involvement.

Manufacturer narrative:
(B)(4). The complaint is still under investigation. A follow-up report will be submitted once the investigation is complete.